Manufacturer narrative:
The customer declined the option to have their glidescope core quickconnect cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Trending analysis for glidescope core quickconnect cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core quickconnect cable, the image freezes when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient was reported.